Manufacturer narrative:
Visual inspection and functional testing were performed on the returned device. The reported leak could not be confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, a definitive cause for the reported leak could not be determined. In this case, it may be possible that the sidearm and the inflation device used in the procedure did not form a secure connection or had a loose connection resulting in the reported leak; however, a conclusive cause cannot be determined since the complaint could not be confirmed during return analysis, and the inflation component was not returned for analysis. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure performed was to treat a superficial femoral artery. Upon inflation of the 7.0x20mm armada 35 balloon dilatation catheter, contrast was leaking from the black covering [polymer outer shaft/jacket] that is in front of the wire exit port. The armada balloon was used successfully to complete the procedure, but inflation was slower. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.